Event description:
The nurse reported that during surgery a system message displayed. They were unable to clear the message after rebooting 3 times. The laser photocoagulation was stopped. Additional info received from the surgeon stated he had already done the rd (retinal detachment) repair, the ppv (pars plana vitrectomy), and the fluid/air exchange. The surgeon was doing the laser photocoagulation when the system would no longer function. The surgeon stated that he did not need to do a lot of photocoagulation but that he was not quite finished when this incident occurred. In lieu of photocoagulation, he had to inject silicone oil into the eye in order to keep the retina flat. The patient's prognosis is good.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message displayed. The laser engine was replaced and sent for in house testing. The system was then tested and met all product specifications . Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/31/2008.